Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was unable to be confirmed based on limited information received. Evaluation of the available information is unable to identify a potential root cause for this event. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Event description:
Additional information received from the physician stated that there were no interactions within the devices during or post implantation. In addition, there were no procedural complications as well. The patient's tr before the procedure was 4, and after the procedure it was reduced to 1. The patient was symptomatic after the slda, so the physician assumes that the grade of regurgitation was between 3-4.

Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position where after an unknown implant duration, a single leaflet device attachment (slda) occurred in both pascal ace devices implanted. Devices were implanted in antero-septal position. The first ace detached from the anterior leaflet and the second ace detached from the septal leaflet. Patient experienced reduced exercise capacity and thoracic pain, whereupon the slda was diagnosed. Four months after the index procedure, patient was treated with 3 additional non-edwards devices.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4).l the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. This is MDR 1of 2 since there were a total of 2 devices that had the slda. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.